Event description:
The ge oec 9800 fluoroscopy system displayed x-ray switch stuck error message.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the key switch was not fully in the on position. System operated normally when key switch was properly activated. The system was tested, found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.